Event description:
There is no adverse event associated with this complaint. Eval revealed a dislodged display screen and partially dislodged force sensor pins. During investigation, the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor assembly was found to be damaged and the force sensor was found to be out of calibration. Eval also revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which could not be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release.